Event description:
The recipient reportedly elected explant surgery. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's explant was reportedly deemed medically necessary. The recipient will not be reimplanted. The recipient is not experiencing any issues following explant surgery. The external visual inspection revealed the electrode array was severed as well cut silastic overmold and surgical tool marks observed on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented and electrical test from being performed. The device passed electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.